Manufacturer narrative:
(B)(6). (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04936, 0001825034-2017-04937, 0001825034-2017-04938, 0001825034-2017-04939.

Event description:
It was reported, upon opening the package, that product was not correctly manufactured to size. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon review of the reported event, this device event will be reported on MFR 0001825034-2017-06915.